Manufacturer narrative:
Visual analysis was performed on the returned device. The reported entrapment of device/resistance could not be replicated in a testing environment as it was based on operational circumstances. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Reportedly, the nc trek bdc was used past the expiration date. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: note the ¿use by¿ date specified on the package. In this case, it is likely that the violation of the IFU did not contribute to the reported complaint. Based on the reported information and results of the complaint investigation there is no indication the reported entrapment of device/resistance is related to a potential product quality issue. Possible factors that can contribute to entrapment of device/resistance post-inflation include, but are not limited to, loose balloon folds, challenging anatomy, guiding catheter lumen obstructions, kinks, bends or procedural technique. In this case, it is possible that the cdc interacted with the patient anatomy and/or accessory device resulting in the reported entrapment of device/resistance; however, a conclusive cause cannot be determined. The investigation determined the reported unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the main coronary artery. The expired 5.0x8mm nc trek balloon dilatation catheter could not be removed after deflation, even after several movements back and forth in the anatomy. A new 2.5x15mm nc trek balloon was placed behind the stuck balloon and after a few attempts the balloon was able to be removed. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- use after expiration. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.